Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician. Visual inspection found a small fluid leak at the po pressure transducer outlet, as a result of the leak, the electrovalve sterilant solenoid winding got wet, causing a shortage, got hot and melted the insulation. Further inspection showed that when the solenoid winding shorted, the valve driver circuit q20 on the hydraulic board was shorted as well, which ultimately produced smoke and a strong smell of burnt silicon. The qualified technician advised the user to contact their biomedical engineer to repair the leak and replace the ev1s including the hydraulic board to get the machine back to service. The reported condition was verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The phoenix machine implements mitigation measures against risk of smoke after overheating and melting of the electrovalve and of the electronic components of the boards. The overheating is caused by short circuit of the solenoid of the valve and resulting overcurrent which led to short also the driver circuit of this electrovalve on the protective board. A magnetic overcurrent protection is implemented. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that smoke was observed during the disinfection of a phoenix machine. No fire was reported. There was no patient involvement. No additional information is available.